Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to test the equipment. The issue was not resolved as the computer intermittently cycle software and display no input detected. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Computer was replaced and a system checkout was performed. System passed all tests and is functioning normally. The suspect computer has been received by manufacturer for evaluation. The suspect computer booted normally to the application screen and the ent program was launched successfully. The exams were loaded without any issue. No "no input detected" errors were observed during burn-in testing. Testing found that the hard drive was malfunctioning. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of surgery a no input detected message was displayed on the monitor of navigation system. During troubleshooting, the navigation system was rebooted. System booted to home screen but when the representative selected the ent software the no input detected message was displayed again. Representative tried plugging vga cable to video out but the signal was not available. Representative reported that the computer was continuously cycling up boot up as well. Confirmed that the power cord to the back of central processing unit (cpu) was seated properly and different power outlets were tried on isolation transformer with the same result. There was no patient present at the time of the issue.